Event description:
The customer reported a cidex human reaction with a pt. The pt had a CT scan and results showed that the pt had "colon wall thickening." The customer stated that the pt was treated with antibiotics (route unk) in the emergency department and then discharged home. The asp field service engineer went to the facility to assess the unit. An asp clinical educator consultant (cec) also went to the facility for further investigation.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse performed certification procedure on the asp automatic endoscope reprocessor. The system meets all MFR specs. Asp clinical educator visit to customer site found the customer incorrectly hooking up the scope to the unit with broken connectors. The customer was provided with diagrams showing how to correctly connect the scopes in the unit and ordered new connectors. There have been no further complaints from this customer.